Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime event. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2014 with the following findings: the black box showed no evidence of loss of prime. A call service loss of prime warning was observed after an auto off alarm on (B)(6) 2014. There was no battery cap returned with the pump; a test battery cap and returned cartridge cap were used to complete the investigation. The ez-prime steps were able to be performed correctly and there was no call service warnings or any other related alarms during the investigation. The product performed within specification. Product analysis was unable to duplicate the loss of prime complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.